Event description:
It was reported that a user of the ilet bionic pancreas received urgent low soon and low glucose alarms and measured blood glucose values of 58 mg/dl and 63 mg/dl by fingerstick after initial treatment. The user¿s sensor system was freestyle libre 3+. Symptoms included hypoglycemia. Outcomes included self-treatment with oral carbohydrates and recovery to 77 mg/dl without emergency care. Investigation included a review of the event with troubleshooting and user education. Investigation of this case revealed that the device alerted as designed and the user responded with carbohydrate intake, with no device malfunction confirmed. It was concluded that this was a hypoglycemic event with unclear cause, and the user returned to range following treatment. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.